Event description:
A patient in the dialysis unit was approximately 20 minutes into her dialysis when the reverse osmosis machine started to emit a burning smell and produce a small amount of smoke. The patient was immediately removed from the dialysis machine and was sent back to the unit along with other patients in the area. Engineering, biomed and the head dialysis technician all responded immediately and the reverse osmosis machine was taken out of service. Upon initial investigation by the service vendor, it seems possible that there was a short circuit caused by a spill of fluid which penetrated the fuse and electrical panel. The dialysis unit was closed for 3 hours to clean up the area. All nephrologists were informed. This patient returned to the dialysis unit in the evening and had dialysis treatment completed. The reverse osmosis machine removed from service will undergo further investigation and a series of safety inspections by the service vendor.